Event description:
It was reported that patient was receiving procedure and went into ventricular fibrillation episode and due to the undersensing issue the device did not deliver therapy. Patient received external defibrillation. Patient had ventricular tachycardia. Programming changes were made. Patient underwent an unrelated procedure which was successful.